Manufacturer narrative:
(B)(4). Device is combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. A 3.00x16 synergy ii stent delivery system (sds) was advanced to the lesion. However, it was noted that the stent came off the balloon. The sds went inside the patient but the stent was left outside the body. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.